Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the wrong concentration was entered. A few months prior, the pump was changed from 1000 mcg/ml to 2000 mcg/ml but the pump programming was never updated. The patient has been getting a dose of 250 mcg/day instead of 125 mcg/day like programmer shows. The patient had no issues as a result of the of the dose increase. On (B)(6) 2016, the healthcare professional wanted to update the programming to show what the pump is actually dispensing. The concentration will read 2,000 mcg/ml and dose per day will be 250 mcg/day and the bridge bolus will be bypassed. The pump programming error was resolved. The patient had no symptoms as a result of the programming error. The event date was reported as 2016, the change happened a ¿few months ago¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.